Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
The wife of a (B) (4) male patient contacted zoll lifecor customer support to report that one of the patient's battery packs was not working properly. She reported that the day before, she bumped the charger and unplugged it then quickly plugged it back in. Now, when this battery is in the charger and green light is on, the red light is also flashing. When this battery is inserted into the monitor it will not power up her device. The patient was provided with a replacement battery pack.